Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event/therapy log. On (B)(6) 2010, an ultrafiltration of 308 ml during cycle 7 was identified.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated and passed the rite functional test and the rite electrical test. A simulated therapy was performed and completed successfully. The reported condition was confirmed in the logs but not duplicated. There was no allegation reported against the baxter product by the customer. Based on the information obtained during baxter's investigation, the root cause of the issue was due to insufficient drain. The current labeling for the homechoice/homechoice pro apd systems trainer's guide was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).